Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Examination of the submitted instrument revealed areas of wear and deformation on the corners of the flats of the hudson adapter end. The damage to the instrument is consistent with the reamers stripping at the connection point between the reamer and the fitted adapter after being subjected to hard cortical bone and heavy usage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that an mbt rev primary conical reamer and an mbt rev tapered cement reamer began to spin in both modified hudson adapters. There was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.